Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were all these procedures ,transabdominal total hysterectomy, bilateral adnexectomy, greater omentectomy, appendectomy, pelvic lymph node biopsy and right pelvic peritoneal biopsy, performed at the same time on the patient? Yes. Lot number? This complaint is from health authority. No further information can be provided.

Event description:
It was reported that the patient underwent surgery of transabdominal total hysterectomy, bilateral adnexectomy, greater omentectomy, appendectomy, pelvic lymph node biopsy and right pelvic peritoneal biopsy and suture was used. The suture broke after ligating vessels. Changed to another like device to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.